Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicates an unspecified company cartridge was used. A non-company handpiece and viscoelastic product were indicted. These products have not be qualified for use with the qualified iol/company combinations for this lens. The product investigation could not identify a root cause for the reported events. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the event occurred two (2) days after surgery in the let eye. The patient needed a parabulbar injection. The symptoms are still ongoing.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, they have had three (3) cases of the patient experiencing iritis. This is for case two (2). Additional information has been requested.